Event description:
Medtronic received information that approximately three years after an edwards valve implant, transthoracic echocardiogram (tte) showed valvular dehiscence, most likely due to endocarditis. Intravenous antibiotics were administered. Blood cultures were negative. Transthoracic echocardiogram (tte) showed was performed four days later. No obvious vegetations or abscesses were noted. The physicians suspect the patient has subacute endocarditis. A redo surgery was performed seven days later and the findings were consistent with endocarditis. Patient passed away and death certificate lists cause of death as aortic valve endocarditis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).